Event description:
The home patient reported awaking to a system error 2240 alarm. The patient discovered that puppy had chewed a hole in the patient line of the homechoice cassette, causing a breach in the system. The patient discontinued treatment and performed manual exchanges to end the treatment. There is no patient injury or medical intervention according to the home patient.